Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 100 units after the cartridge was filled with 300 units of insulin. The customer declined to provide additional information or perform troubleshooting. Additionally, the customer was admitted to the emergency room (ER) on (B)(6) 2018 for elevated blood glucose levels and was subsequently hospitalized. Reportedly, the customer received insulin and fluids via intravenous insulin and was discharged on (B)(6) 2018. The customer declined to discuss the reported events with tandem technical support.